Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that when they went to use their programmer at the time of the report, they were not seeing the screen they normally see. They also stated that the stimulator is causing a lot of pain and zapping, almost like a ¿little shock.¿ the patient noted that they called a manufacturing representative and will be getting reprogramming done soon. Patient services assisted the patient with using the programmer at the time of the report, and the programmer showed that therapy was on at group a, program 1. The patient then indicated that programmer was working. The patient was redirected follow-up with their healthcare provider regarding the zapping. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they met with a manufacturing representative who made adjustments to their stimulation. They stated that the zapping hurts, but when they turn down their stimulation, the zapping stops. They stated that after changing from program a to b, the issue of having pain and zapping was resolved. No further complications were reported or anticipated.